Manufacturer narrative:
(B)(4).

Event description:
During the procedure the physician found the guide wire body was bent. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Event description:
During the procedure the physician found the guide wire body was bent. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire contained one kink towards the distal end. Microscopic examination confirmed the kink and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 39mm from the distal weld. The guide wire total length measured 603mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .790mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was inserted through a lab inventory ars/introducer needle subassembly. Little to no resistance was encountered. Performed per IFU statement "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the proximal and distal welds were secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal end. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed based on sales history with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.